Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose level of 50 mg/dl. Soda and food was consumed to address the low bg. The customer thought the low bg level was due to sleeping in and not eating breakfast. Later in the day, the customer's bg level was 290-300 mg/dl. The customer thought that an extended bolus may have been delivered inadvertently, during troubleshooting with tandem technical support, an air bubble was observed in the cartridge pigtail. The pump history was reviewed and was confirmed that an extended bolus was not delivered. The customer changed out the infusion set. A correction bolus was delivered to address the high bg.